Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation with right ventricular (rv) lead pacing. Reprogramming was performed to reduce the ventricular pacing. It was also noted that the right atrial (ra) lead was observed with far field r-wave (ffrw) oversensing at faster rates. Sensitivity was reprogrammed for the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.